Manufacturer narrative:
This report is related to linked patient identifier (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) under sedation, the distal cover of the duodenovideoscope came off and fell into the patient¿s body. The position of the dropout was unknown. The fallen distal cover was retrieved using an endoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and results of the final investigation as well as to correct the initial report. Updated fields: b5, d8, d9, h3, h4, h6, h7, h9, h11. Corrected field: d7a. The device was returned, and the reported event was not reproduced during functional testing. Visual inspection revealed a crack on the bottom of the distal cover. In addition, the top and bottom of the returned device was found to be undeformed, which means that the distal cover may have not been properly attached to the endoscope. However, there is no indication that this device was not used in accordance with the instructions for use/labeling, so the cause of this event at the user facility could not be determined. The returned device was already used and damaged, so the functional testing was performed using a representative device. The top and bottom of the distal cover were found to be deformed, which means that the distal cover was properly attached to the endoscope. The distal cover has been verified to not drop off the endoscope when it is properly attached. In addition, the distal cover was confirmed not to crack and has been verified not to break when it is properly attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for the distal cover dropping off may be an issue inherent in design specifications. Furthermore, the crack on the bottom of the distal cover is caused by component failure. Probable causes are as follows: the connection between subject device and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use; and chemical stress caused by chemicals adhering to this product caused the crack. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it is possible an anti-fogging product was used on the distal cover or endoscope.